Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) sepsis and coma on (B)(6) 2026. The patient's blood glucose levels reached around 800 mg/dl while wearing the pod between 4 and 24 hours. While the patient was sleeping, the adhesive reportedly separated from the infusion site (arm), causing the cannula to dislodge. Symptoms reported include feeling very hot and severe pancreatic pain. The patient was treated with insulin shots. The pod was removed prior to the hospital. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.